Manufacturer narrative:
The lead was returned due to patient deceased. As received, a partial lead (only connector portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the partial lead found no anomalies except for procedural damage.

Event description:
Related MFR report number: 2017865-2025-12284. Related MFR report number: 2017865-2025-12285. It was reported that a patient passed away. The cause of death is not known. The pacemaker, atrial lead, and right ventricular lead were explanted.